Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and left ventricular (lv) lead triggered an alert due to a high out-of-range pace impedance measurement greater 2,000 ohms, and later decreased. The health care professional (hcp) increased the pace impedance alert value to 2,500 ohms. This crt-d and lv lead remain in service. No adverse patient effects were reported.